Event description:
It was reported that the customer's device had alarmed low suspend. Customer stated that the device would suspend insulin delivery even though their blood glucose levels were below the limits programmed. Customer performed self test and device passed. Advised customer to monitor device. Customer's blood glucose level 56 mg/dl provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).